Event description:
Pt presented with calcified stenosis in the right popliteal artery. A gore viabahn endoprosthesis was implanted (B)(6) 2011. CT scan (B)(6) 2012 revealed a 'dotted area' in the hollow of the knee. Exploratory surgery revealed morphological damage to an arterial segment. The gore viabahn endoprosthesis was explanted.

Manufacturer narrative:
Review of the sterilization records verified that the lot met release requirements. Review of the mfg records verified that the lot met release requirements.